Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable lead displayed a decrease in pace impedance measurements from 750 ohms to 354 ohms, loss of myocardial capture at maximum output. A chest x-ray was performed which was inconclusive. A perforation was suspected. The patient was seen for a revision procedure where the lead was successfully repositioned. There were no additional adverse patient effects reported. The lead remains in service.